Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the peg tube separated in half at the hard plastic portion while inside the patient. It was reported that the patient had a tortuous anatomy. The detached portion of the tube was removed using a savory guidewire. A new endovive safety peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient was hospitalized for 23 hours for observation and was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.